Event description:
It was reported that during device upgrade, externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.